Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the bile duct to treat bile duct stones during a cholecystoduodenoanastomosis procedure performed on (B)(6) 2025. During the procedure, there was difficulty in advancing the guidewire. Furthermore, the device delivered energy intermittently and blanching of the tissue was noted. The stent was difficult to deploy, and the nose cone tip was detached. Subsequently, the stent was unable to expand and was removed using alligator forceps. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: photos of the device were provided showing that the tip was detached. **additional information received on february 27, 2025 and february 28, 2025** this report pertains to one of the four devices used in the same procedure. Refer to manufacturer's report # 3005099803-2025-00583, 3005099803-2025-00639, 3005099803-2025-00640, and 3005099803-2025-00641 for the associated device information. The event occurred with four different devices in the same procedure. The stent was to be implanted to treat a walled-off necrosis.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on february 27, 2025 and february 28, 2025. Block h6 (device codes) has been corrected. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Functional inspection related to the deployment of the stent was performed. The catheter was unlocked by sliding the catheter lock to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position and the stent was deployed without any problems. Additionally, the catheter moved freely through the luer and the slider could also be moved to its original position without resistance. Functional test related to the advancement of the guidewire was also performed. The axios stent delivery system was loaded onto a jagwire guidewire and it was able to exit at the tip of the nosecone. Visual inspection found that part of the tip of the nosecone was detached. An electrical inspection related to the continuity between the rf connector and the distal rf electrode was performed and no problems were noted. Moreover, when the device was connected to the erbe generator and bubbles were observed in the saline solution confirming that the tip was working properly. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of tip detachment of device or device component. However, the reported event of stent failure to expand was not confirmed because the stent was received fully covered and undeployed. Also the reported event of device difficult to advance guidewire could not be confirmed because the guidewire was able to advance during functional inspection. Moreover, the reported events of cautery delivers energy intermittently and stent first flange difficult to position could not be confirmed because these happened during the procedure and would not be possible to be replicated in the laboratory of analysis. It is most likely that procedural factors such as handling of the device and the technique used by the physician resulted in the reported events of the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Blocks h6 and h11 (device analysis) have been corrected based on the investigation re-closed on (B)(6) 2025. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Functional inspection related to the deployment of the stent was performed. The catheter was unlocked by sliding the catheter lock to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position and the stent was deployed without any problems. Additionally, the catheter moved freely through the luer and the slider could also be moved to its original position without resistance. Functional test related to the advancement of the guidewire was also performed. The axios stent delivery system was loaded onto a jagwire guidewire and it was able to exit at the tip of the nosecone. Visual inspection found that part of the tip of the nosecone was detached. An electrical inspection related to the continuity between the rf connector and the distal rf electrode was performed and no problems were noted. Moreover, when the device was connected to the erbe generator and bubbles were observed in the saline solution confirming that the tip was working properly. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of tip detachment of device or device component. However, the reported events of cautery delivers energy intermittently, stent difficult to deploy, and stent first flange difficult to position could not be confirmed because these occurred during the procedure and could not be replicated in the laboratory of analysis. It is most likely that procedural factors such as handling of the device and the technique used by the physician resulted in the reported events of the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the bile duct to treat bile duct stones during a cholecystoduodenoanastomosis procedure performed on (B)(6) 2025. During the procedure, there was difficulty in advancing the guidewire. Furthermore, the device delivered energy intermittently and blanching of the tissue was noted. The stent was difficult to deploy, and the nose cone tip was detached. Subsequently, the stent was unable to expand and was removed using alligator forceps. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: photos of the device were provided showing that the tip was detached. **additional information received on february 27, 2025 and february 28, 2025** this report pertains to one of the four devices used in the same procedure. Refer to manufacturer's report # 3005099803-2025-00583, 3005099803-2025-00639, 3005099803-2025-00640, and 3005099803-2025-00641 for the associated device information. The event occurred with four different devices in the same procedure. The stent was to be implanted to treat a walled-off necrosis.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the bile duct to treat bile duct stones during a cholecystoduodenoanastomosis procedure performed on (B)(6) 2025. During the procedure, there was difficulty in advancing the guidewire. Furthermore, the device delivered energy intermittently and blanching of the tissue was noted. The stent was difficult to deploy, and the nose cone tip was detached. Subsequently, the stent was unable to expand and was removed using alligator forceps. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the bile duct to treat bile duct stones during a cholecystoduodenoanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of bile duct stones during a cholecystoduodenoanastomosis procedure. Photos of the device were provided showing that the tip was detached.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component.